Manufacturer narrative:
Findings: unit passed self test, displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No black or blinking screen or motor error alarms noted during testing. Unit functioned properly. Motor was tested outside the device and passed. Unit received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of over 400 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that they work at a hospital and are around x-ray machines. The customer sent their insulin pump back for analysis.